Event description:
The customer requested delivery of sync cables, initially presumed to be for replacement of failed sync cables. There was no reported patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer requested delivery of sync cables. Replacement due to failure cannot be ruled out at this time. There was no reported patient involvement.